Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during a ureteroscopy procedure the floppy platinum tip of the 0.018" guide wire detached in patient's kidney. The tip of the wire was able to be removed using a ureteroscope and a kidney stone basket with no harm to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.